Event description:
It was reported that: "it was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident acetabular hip system. It was further alleged that, the patient is experiencing pain and discomfort and has suffered six dislocations and has undergone four revision surgeries."

Manufacturer narrative:
The information on this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available.